Event description:
It was reported that before using one bd vacutainer® sst¿ ii advance blood collection tube, the customer noticed there was no label on the tube. No patient impact reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before using one bd vacutainer® sst¿ ii advance blood collection tube, the customer noticed there was no label on the tube. No patient impact reported.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation, which showed a missing label on one tube. Additionally, 100 retained samples were evaluated, and no further missing labels were identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: missing label no definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.